Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 2+. On (B)(6) 2018, echocardiography was performed and mr had increased to 4, due to disease progression. The initial clip remained secure on the leaflets. On (B)(6) 2018, an additional mitraclip procedure was performed. During insertion of the cds into the steerable guide catheter (sgc), air was observed in the sgc. The cds was repeatedly removed and re-inserted in the sgc; however, air kept getting inside the sgc. Aspiration was performed and no air entered the anatomy. A new cds was used with the same sgc without further issues. A total of two clips were implanted reducing mr from 4 to 1-2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leak and observed torn material appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.